Manufacturer narrative:
The monitor and electrode belt have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2023. Review of the download data, indicates the patient received an appropriate treatment. At 12:37:16 on (B)(6) 2023, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt @ 260 bpm degrading to vf with tactile artifact, motion artifact, and electrode lead fall off. The electrode belt was disconnected at 13:00:29 on (B)(6) 2023. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
The monitor and electrode belt have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of electrode belt has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled rear therapy electrode, damaging wires in the cable, the cable connecting ECG c and ECG d was also pulled out of the dn, damaging the wires inside. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There is no indication the strained cable caused or contributed to the patient death as the system was able to detect vt rhythm on the date of event. In addition, the latest available ECG recording strip (04/15/2023 13:00:29) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2023. Review of the download data, indicates the patient received an appropriate treatment. At 12:37:16 on (B)(6) 2023, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt @ 260 bpm degrading to vf with tactile artifact, motion artifact, and electrode lead fall off. The electrode belt was disconnected at 13:00:29 on (B)(6) 2023. The patient passed away on (B)(6) 2023.